Event description:
This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in an male patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. On an unreported date in 2010, the patient was transferred to hemodialysis and pd therapy was discontinued. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.